Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Failure analysis was unable to verify motion sensor test failure alarms due to compromised force sensor system alarms. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they had physical damage on the insulin pump. Customer also reported the screen was cracked. The customer also reported a motion sensor test failure alarm and a pump failure message on the insulin pump. The customer declined to troubleshoot for these issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.